Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils seen on right but not left/essure coils seen on one side'), pelvic pain ('pain'), genital haemorrhage ('heavy bleeding') and rectal haemorrhage ('vaginal and rectal bleeding') in a 32-year-old female patient who had essure (ess205) (batch no. 508292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, pulmonary hypertension, pulmonary hypertension, insomnia, pap smear abnormal, condyloma and back surgery. Previously administered products included for an unreported indication: penicillin and amoxicillin. Concurrent conditions included bipolar disorder, intervertebral disc bulging, kidney stones, dizziness, yeast infection, yeast vaginitis, dysplasia, vaginal discharge, dysfunctional uterine bleeding and menopause. Concomitant products included bupropion, cariprazine hydrochloride (vraylar), clonazepam, doxepin, hydrocodone bitartrate;paracetamol (norco), lorazepam, metoprolol succinate (toprol), varenicline tartrate (chantix) and zolpidem. On (B)(6) 2006, the patient experienced rectal haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"), 149 days before insertion of essure (ess205). In 2006, the patient experienced headache ("headaches"), fatigue ("fatigue") and migraine ("migraines"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthritis ("arthritis"), insomnia ("insomnia") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy and hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, rectal haemorrhage, arthritis, weight increased, headache, insomnia, vaginal haemorrhage, dysmenorrhoea, fatigue and migraine outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, arthritis, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, migraine, pelvic pain, rectal haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy with insertion dates-30jun2006 and 30jan2006 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs received. Lot number and lab data added. Her demographic was added. Concomitant medication and condition added. Events : essure coils seen on right but not on left/essure coils seen on one side, abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), fatigue, migraines, vaginal and rectal bleeding, lower abdominal pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils seen on right but not left/essure coils seen on one side'), pelvic pain ('pain'), genital haemorrhage ('heavy bleeding') and rectal haemorrhage ('vaginal and rectal bleeding') in a 32-year-old female patient who had essure (ess205) (batch no. 508292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, pulmonary hypertension, pulmonary hypertension, insomnia, pap smear abnormal, condyloma and back surgery. Previously administered products included for an unreported indication: penicillin and amoxicillin. Concurrent conditions included bipolar disorder, intervertebral disc bulging, kidney stones, dizziness, yeast infection, yeast vaginitis, dysplasia, vaginal discharge, dysfunctional uterine bleeding and menopause. Concomitant products included bupropion, cariprazine hydrochloride (vraylar), clonazepam, doxepin, hydrocodone bitartrate;paracetamol (norco), lorazepam, metoprolol succinate (toprol), varenicline tartrate (chantix) and zolpidem. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced rectal haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 days after insertion of essure (ess205). In 2006, the patient experienced headache ("headaches"), fatigue ("fatigue") and migraine ("migraines"). In july 2006, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthritis ("arthritis"), insomnia ("insomnia") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy and hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, rectal haemorrhage, arthritis, weight increased, headache, insomnia, vaginal haemorrhage, dysmenorrhoea, fatigue and migraine outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, arthritis, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, migraine, pelvic pain, rectal haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy with insertion dates-(B)(6) 2006 and (B)(6) 2006 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Lot number: 508292 manufacturing date: 2005-06 expiration date: 2007-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('essure coils seen on right but not left/essure coils seen on one side'), bipolar I disorder ('bipolar manic') and nephrolithiasis ('kidney stone in right kidney') in a 32-year-old female patient who had essure (ess205) (batch no. 508292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, pulmonary hypertension, pulmonary hypertension, insomnia, pap smear abnormal, condyloma and back surgery. Previously administered products included for an unreported indication: penicillin and amoxicillin. Concurrent conditions included bipolar disorder, intervertebral disc bulging, kidney stones, dizziness, yeast infection, yeast vaginitis, dysplasia, vaginal discharge, dysfunctional uterine bleeding and menopause. Concomitant products included bupropion, cariprazine hydrochloride (vraylar), clonazepam, doxepin, hydrocodone bitartrate;paracetamol (norco), lorazepam, metoprolol succinate (toprol), varenicline tartrate (chantix) and zolpidem. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced rectal haemorrhage ("vaginal and rectal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 days after insertion of essure (ess205). In 2006, the patient experienced headache ("headaches"), fatigue ("fatigue") and migraine ("migraines"). In (B)(6) 2006, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), rash ("broke out in rash"), bipolar I disorder (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), arthritis ("arthritis"), insomnia ("insomnia"), abdominal pain lower ("lower abdominal pain"), depression ("depression"), depressed mood ("feel sad"), anger ("angry hyper"), mental disorder ("mental illness"), anxiety ("anxiety"), allergy to metals ("allergic to nickel") and spondylitis ("arthritis in back and hip"). The patient was treated with surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy and hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and abdominal pain lower had resolved and the device dislocation, rash, bipolar I disorder, nephrolithiasis, rectal haemorrhage, arthritis, weight increased, headache, insomnia, vaginal haemorrhage, dysmenorrhoea, fatigue, migraine, depression, depressed mood, anger, mental disorder, anxiety, allergy to metals and spondylitis outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anger, anxiety, arthritis, bipolar I disorder, depressed mood, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, mental disorder, migraine, nephrolithiasis, pelvic pain, rash, rectal haemorrhage, spondylitis, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy with insertion dates- (B)(6) 2006 and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the previous event "broke out in rash" was recoded to rash and genital hemorrhage downgraded. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils seen on right but not left/essure coils seen on one side'), device breakage ('broke out in rash'), pelvic pain ('pain'), genital haemorrhage ('heavy bleeding'), bipolar I disorder ('bipolar manic') and nephrolithiasis ('kidney stone in right kidney') in a 32-year-old female patient who had essure (ess205) (batch no. 508292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, pulmonary hypertension, pulmonary hypertension, insomnia, pap smear abnormal, condyloma and back surgery. Previously administered products included for an unreported indication: penicillin and amoxicillin. Concurrent conditions included bipolar disorder, intervertebral disc bulging, kidney stones, dizziness, yeast infection, yeast vaginitis, dysplasia, vaginal discharge, dysfunctional uterine bleeding and menopause. Concomitant products included bupropion, cariprazine hydrochloride (vraylar), clonazepam, doxepin, hydrocodone bitartrate;paracetamol (norco), lorazepam, metoprolol succinate (toprol), varenicline tartrate (chantix) and zolpidem. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced rectal haemorrhage ("vaginal and rectal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 days after insertion of essure (ess205). In 2006, the patient experienced headache ("headaches"), fatigue ("fatigue") and migraine ("migraines"). In (B)(6) 2006, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bipolar I disorder (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), arthritis ("arthritis"), insomnia ("insomnia"), abdominal pain lower ("lower abdominal pain"), depression ("depression"), depressed mood ("feel sad"), anger ("angry hyper"), mental disorder ("mental illness"), anxiety ("anxiety"), allergy to metals ("allergic to nickel") and spondylitis ("arthritis in back and hip"). The patient was treated with surgery (B)(6) 2016, hysterectomy with bilateral salpingectomy and hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, bipolar I disorder, nephrolithiasis, rectal haemorrhage, arthritis, weight increased, headache, insomnia, vaginal haemorrhage, dysmenorrhoea, fatigue, migraine, depression, depressed mood, anger, mental disorder, anxiety, allergy to metals and spondylitis outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, anger, anxiety, arthritis, bipolar I disorder, depressed mood, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, mental disorder, migraine, nephrolithiasis, pelvic pain, rectal haemorrhage, spondylitis, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy with insertion dates- (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: social media received. Events added- bipolar manic, depression, feel sad, mad, angry hyper, mental illness, anxiety, broke out in rash, allergic to nickel, kidney stone in right kidney, arthritis in back and hip. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('essure coils seen on right but not left/essure coils seen on one side'), bipolar I disorder ('bipolar manic') and nephrolithiasis ('kidney stone in right kidney') in a 32-year-old female patient who had essure (ess205) (batch no. 508292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, pulmonary hypertension, pulmonary hypertension, insomnia, pap smear abnormal, condyloma and back surgery. Previously administered products included for an unreported indication: penicillin and amoxicillin. Concurrent conditions included bipolar disorder, intervertebral disc bulging, kidney stones, dizziness, yeast infection, yeast vaginitis, dysplasia, vaginal discharge, dysfunctional uterine bleeding and menopause. Concomitant products included bupropion, cariprazine hydrochloride (vraylar), clonazepam, doxepin, hydrocodone bitartrate;paracetamol (norco), lorazepam, metoprolol succinate (toprol), varenicline tartrate (chantix) and zolpidem. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced rectal haemorrhage ("vaginal and rectal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 days after insertion of essure (ess205). In 2006, the patient experienced headache ("headaches"), fatigue ("fatigue") and migraine ("migraines"). In (B)(6) 2006, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), rash ("rash"), bipolar I disorder (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), arthritis ("arthritis"), insomnia ("insomnia"), abdominal pain lower ("lower abdominal pain"), depression ("depression"), depressed mood ("feel sad"), anger ("angry hyper"), mental disorder ("mental illness"), anxiety ("anxiety"), allergy to metals ("allergic to nickel"), spondylitis ("arthritis in back and hip"), back pain ("lower back pain"), arthralgia ("hips pain") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy and hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and abdominal pain lower had resolved and the device dislocation, rash, bipolar I disorder, nephrolithiasis, rectal haemorrhage, arthritis, weight increased, headache, insomnia, vaginal haemorrhage, dysmenorrhoea, fatigue, migraine, depression, depressed mood, anger, mental disorder, anxiety, allergy to metals, spondylitis, back pain, arthralgia and vitamin d deficiency outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anger, anxiety, arthralgia, arthritis, back pain, bipolar I disorder, depressed mood, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, mental disorder, migraine, nephrolithiasis, pelvic pain, rash, rectal haemorrhage, spondylitis, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: discrepancy with insertion dates- (B)(6) 2006 and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event ¿ back pain, hips pain, vitamin d deficiency and reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthritis ("arthritis"), weight increased ("weight gain"), headache ("headaches") and insomnia ("insomnia"). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthritis, weight increased, headache and insomnia outcome was unknown. The reporter considered arthritis, headache, insomnia, pelvic pain and weight increased to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.